Manufacturer narrative:
The syringe and particles have been retained and are en route to the MFR for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported white liquid, later identified as white dandruff-like particles, coming out of the custom pack syringe into a patient's eye chamber during surgery. It was possible to see via the microscope only. The eye was rinsed and the outcome is reported as good.